Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of broken ligator housing. Imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (handle assembly only) was analyzed, and a visual evaluation noted that the suction port of the handle was broken. The handle also had strong friction marks from the trip wire. The condition does not allow the unit to actuate correctly; hence, functional test could not be performed. The ligator housing was not returned. The suture thread was cut, possibly at the time of removing the device. No other problems with the device were noted. The reported events of broken ligator housing and bands unable to deploy cannot be confirmed as the ligator housing was not returned. Since the ligator housing was not returned, there is not enough evidence to determine a problem in the deployment of the bands. Perhaps, the technique used, could have contributed to the reported event. However, the reported event description "plastic adapter showed a crack in the connection" was confirmed. It is possible that the customer was referring to the breakdown of the handle. Upon analysis of the returned component (handle assembly), it was found that the suction port of the handle was broken. The device condition, broken suction port and the presence of strong friction marks of the trip wire at the handle, suggests that the device encountered excessive stress, consequently, breaking it. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, "the plastic adapter showed a crack in the connection, which made it impossible to use the bandages it contained. Attempted occlusion with adhesive tape, but after disconnecting the piece was irregular." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the ligator housing was broken and the bands were unable to deploy.

Manufacturer narrative:
Imdrf device code a0401 captures the reportable event of broken ligator housing. Imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a procedure performed on (B)(6) 2023. During the procedure, "the plastic adapter showed a crack in the connection, which made it impossible to use the bandages it contained. Attempted occlusion with adhesive tape, but after disconnecting the piece was irregular." There were no reported patient complications as a result of this event. No further information has been obtained despite good faith efforts. The reported event may suggest that the ligator housing was broken and the bands were unable to deploy.